Event description:
Reportable based on analysis completed on 30sep2011. It was reported that during a transjugular intrahepatic portosystemic shunt treatment procedure, device prep difficulties occurred. During preparation of this 8 x 80mm x 100cm wallstent for use, the physician was not able to flush the device properly. Saline was unable to pass through the wire lumen. Another manufacturer's 0.035" 260cm guide wire was then attempted to be passed through the wire lumen; however, this was unsuccessful. The device was not used and the procedure was completed with another wallstent. No patient complications were reported and the patient's status is stable. However, returned device analysis found that a section of the inner shaft of the wallstent had separated.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. An examination of the returned device noted that the stent was fully mounted. A visual and tactile examination of the shaft noted no anomalies. It was possible to flush liquid through the device without any issue noted. A restriction was noted in the shaft in the middle of the t-bar connector when a 0.035" guide wire was inserted. Using more force it was possible to push the guide wire through the device and exit the hub. A yellow film like material was noted on the end of the guide wire when it exited the hub. Once the material was removed, the restriction was gone from the shaft and the 0.035" guide wire passed freely through the device. A sample of the yellow film like material was sent for ftir (fourier transform infrared spectrometry) analysis along with a section of the inner shaft. Analysis of the inner shaft showed that it contained two layers. An outer thinner layer dark green in color and an inner thicker layer yellow in color. The ftir spectra of the yellow film like material and the inner layer of the inner shaft showed that they are essentially the same composition. It can be determined from analysis that the yellow material pushed through the hub of the returned device is part of the inner shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).